Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The action taken with the dianeal and extraneal therapies were not reported. The cause, treatment, and outcome were not reported. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).